Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct0499) had "false positives". A bd field service engineer (fse) was dispatched to the customer site where they performed instrument troubleshooting which led to the fse replacing the heater mux on side b. Post part replacement checks were performed per the service guide and passed. A robot alignment was performed. Instrument qualification was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct0499 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct0499, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "customer reports that almost 25% of their screen positives that get confirmatory testing by culture are found to be culture negative. They tried adding an enrichment step before culture with the same result. They tested 10 pcr positive culture negative on genexpert and only 2 out of 10 were positive. The customer is requesting assistance to: troubleshoot the process to have less false positive rates and explore other alternatives for ex staph sr kit. Attempted to download the database from bomgar but when exporting the data to review it was corrupted. Hazard, injury or erroneous results? No."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "customer reports that almost 25% of their screen positives that get confirmatory testing by culture are found to be culture negative. They tried adding an enrichment step before culture with the same result. They tested 10 pcr positive culture negative on genexpert and only 2 out of 10 were positive. The customer is requesting assistance to: troubleshoot the process to have less false positive rates and explore other alternatives for ex staph sr kit. Attempted to download the database from bomgar but when exporting the data to review it was corrupted. Hazard, injury or erroneous results? No"